Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the catheter¿s tip upon removal. The target lesion was located in the iliac vein. A 20mm / 40cm interlock¿-35 was selected for use. During procedure, it was noted that the device could not be fully advanced out of the catheter and a part of the coil was protruding from the catheter¿s tip upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that the coil protruded from the catheter¿s tip upon removal. The target lesion was located in the iliac vein. A 20mm/40cm interlock -35 was selected for use. During procedure, it was noted that the device could not be fully advanced out of the catheter and a part of the coil was protruding from the catheter¿s tip upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: only a coil was returned for this complaint. The coil was visually inspected and was found kinked near the interlocking arm. Microscopic inspections was performed on the main coil; the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The coil dimensions that could be measured were dimensionally inspected and was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).